Event description:
The patient called animas on (B)(6) alleging that her blood glucose level was elevated. Animas made additional attempts to contact the patient to gather additional information, but was unsuccessful. She reportedly had a headache and was drinking a lot of water with the elevated blood glucose level. She reported a reading of 550 mg/dl at around 8 pm the previous evening before calling animas. She does not check for ketones, but her hcp told her she should if her blood glucose levels were elevated. The patient had eaten dinner and given herself a bolus dose with the pump and says she thought it was enough to cover her meal. She bolused without issue, but her blood glucose level increased to 550 mg/dl. The patient said she gave herself more insulin throughout the night and her blood glucose decreased to 397 mg/dl then to 350 mg/dl and was 190 mg/dl in the morning. She noticed just before 4 pm that her blood glucose level was 200 mg/dl and she gave herself 0.95 units of insulin with the pump and said the pump recommended 0.45 units. She thought it wasn't enough and decided to give herself 0.95 units. Her blood glucose level is currently 112 mg/dl on the call to animas. The patient had changed the infusion site and set two days prior to calling animas and changed it again the day she called thinking it may have contributed to the blood glucose elevations. She also thinks the meter may not have been reading her blood glucose levels accurately. She could not troubleshoot any further, but did mention that her basal rate on the screen was correct at the time of the call. She said that when changing the battery she needs to reprogram the pump's time but on the day she called the pump's time was correct. She mentioned she forgot to program the pump one time and it caused blood glucose issues, but did not go into detail and needed to end the phone call. This complaint is being reported because the patient allegedly suffered blood glucose levels indicative of hyperglycemia while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 05/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.